Event description:
On 23-aug-2025, the user reported that a black area appeared under the ilet display and was increasing in size. A replacement was arranged. No blood glucose impact or symptoms were reported, and no medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.